Manufacturer narrative:
The lead was retuned due to infection. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported. Final analysis found that electrical tests of the lead was shorted due to procedural damage at the distal region of the lead. An additional finding unrelated to the reported event visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-19289, related manufacturer report number: 2017865-2023-19290, related manufacturer report number: 2017865-2023-19292. It was reported that the patient presented for the extraction of the pulse generator, right ventricular (rv) and right atrial (ra) leads due to infection. A transesophageal echocardiogram (tee) revealed that the leads were infected, and the device pocket was observed to be purulent. Also noted was depressed rv function due to significant tricuspid valve regurgitation. The generator rv, active ra, and inactive ra leads were explanted. The patient tolerated the procedure well and there were no complications.